Manufacturer narrative:
A manufacturing evaluation was completed: the complained articles really have a wrong color; they are golden instead of aqua ti-d060. One cycle during anodizing process was not carried out as intended by human error. This condition unfortunately was missed at final inspection. The field action team was informed on and a delivery stop/stock hold was implemented on the concerned article/lot number. A stock review was done on all potentially involved articles. No other articles with wrong color were detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no ncr's were generated during production. The review of the device history record shows a discrepancy.12 nails were anodized and checked with correct color ti-d060 aqua on the (B)(6) 2013. The protocoll galvano visu 1.501.14 shows under description "nail gold anod.- etc. What does not match with specifications of colour aqua ti-d060. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that while performing surgery the surgeon discovered that a proximal femoral nail antirotation ii had the wrong color anodizing, surgery was completed with same nail successfully no other nail was available. There was no reported harm to the patient. This is report 1 of 1 for complaint (B)(4).